Event description:
Reported as "pt had a revision for slipping. The band was opened and reclosed. After a while (4 months) the pt was reoperated because the band was broken at the bucle. The band was really closed after the revision procedure. Pt stayed in the hospital for dysphagia. It broke afterwards."